Event description:
It was reported that externalized conductors were suspected. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.